Event description:
It was reported that the device became contaminated. A 7/2/100 occlusion balloon catheter was selected for use. During preparation, it was noted that the device was contaminated as it fell off on the table. The procedure was completed with another of the same device. There were no patient complications reported.